Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a half height auxiliary drawer was not detected on the bus. A field service engineer inspected the drawer and found that medication from the drawer was obstructing the controller boards and causing the drawer to not be detected on the bus. The field service engineer replaced the drawer and used diagnostics to test the drawer after reboot. All drawer functionalities were normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 5.2 multiple pockets had failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.